Manufacturer narrative:
A philips remote service engineer (rse) spoke by telephone support with the customer biomed who indicated a defective loudspeaker and requested parts support only for a replacement speaker assembly. There was no onsite philips engineer evaluation of the reported speaker malfunction issue. The rse arranged for a replacement speaker assembly to be sent to the customer site as requested. There have been no subsequent calls logged for this device / issue. The device remains at the customer site.

Event description:
The customer reported a loudspeaker fault with their intellivue mp5 patient monitor. The device was in use on a patient. There was no report of patient or user harm.